Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The reason for call was the patient reported they had an MRI and now they have experienced a change in stimulation. The patient stated when they turned the stimulation back on, they would get a deep pulse every 10 seconds or so which is not what it normally felt like. Patient stated that instead of the program running again, they were getting an occasional small jolt, which was not how the stimulation used to feel. Patient confirmed their intensity settings and group setting were the same as before the MRI, but they did not provide the therapeutic relief pt was used to. The issue was not resolved. The caller was redirected to their managing healthcare provider (hcp) to further address the issue. An email was sent to the field for visibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.